Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: (1) during a heart case with femoral approach the sheath was slowly leaking at a steady drip; (2) blood loss was 20cc total; (3) the procedure was completed; and (4) the patient was reported as doing fine.

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00140 to provide the sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation results are based upon the user facility information and the evaluation of the retention samples from the reported product code/lot# combination as well as the surrounding lots. A visual examination of the retention samples confirmed there were no visual defects. Functional testing revealed leakage in one retention sample. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. Based on the investigation, the retention sample from the reported lot failing the leak test supports the claim the complaint sample leaked. Although the exact cause cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00140 to provide the sample evaluation results.